Event description:
Hcp reported the pt complained of the pump alarm beeping with associated withdrawal symptoms of nausea and increased pain. The pump had been implanted for 44 months and the physician was questioning possible end of life. The pump was replaced in 2002. The pt continues to complain of nausea and is scheduled for recheck.